Manufacturer narrative:
During the inspection performed by the field service engineer, the cover was reattached. No component failure was observed. Following information received, the facility staff shifted the ceiling lift into the charging station and due to hitting, the casing fell off. To sum up, the maxi sky 2 was not used to transfer the patient. The cover of the device detached and from that perspective the device did not meet its performance specification. The complaint was assessed as reportable due to ceiling lift cover detachment.

Event description:
Following information reported, the bottom cover of the maxi sky 2 ceiling lift detached during returning the ceiling lift into charging station. There was no patient involved. No injury was claimed.